Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Analysis was unable to perform the self test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked battery tube threads, minor scratched display window and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)..

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 132 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.